Event description:
A 4 fr. Dual lumen pasv/PICC was inserted in intrerventional radiology. Twelve days later - received a call from visiting nurse managing line that she was unable to obtain a blood return from catheter. Also that "white" lumen was "tough to flush." The infusion nurses have been experiencing this problem with these catheters. Manufacturer has been notified. Rptr was unable to offer a solution to visiting nurse.